Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicates that the patient will implant a morphine pump and if the patient does well the reported ipg will not be explanted. No decision have been made regarding the ipg.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient's ipg can no longer communicate with their charging system and programmer device due to being inoperable. In turn, the patient has been without therapy. The patient may undergo surgical intervention to address the issue.

Event description:
Follow-up revealed the patient will be implanted with a morphine pump prior to undergoing surgical intervention to address the patient's ipg issue.